Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2018 with the following findings: during investigation, the black box showed no evidence of a sudden drop in the vp or vm voltage that would indicate over heating occurred .the pump powers with the returned battery cap. Battery cap is able to fully tighten. No battery compartment cracks observed. No evidence of moisture inside battery compartment. The pump was tested for a minimum of 24 hours with a one unit per hour basal setting with no eaw, overheating, or power loss duplicated. The pump electrical current draws are within spec. No evidence of pump overheating duplicated during investigation. A battery was not returned with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.